Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the pacemaker was pacing at a different rate than programmed. The pacemaker was restored allowing normal pacemaker function. The patient was in stable condition.